Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "ok" button was found to be hypersensitive and the "down" button was found to be intermittently responding and required excessive force to activate. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "ok" button was found to be hypersensitive and the "down" button was found to be intermittently responding and required excessive force to activate. The keypad was removed and the 'ok' button contact was found to be inverted. Contamination was observed under the 'down' and 'contrast' buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.